Event description:
It was reported that in a revision surgery was performed due to infection. The tandem bipolar shell/liner was removed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms no relevant clinical information has been provided to confirm the reported infection. Without the requested clinical information, a thorough medical investigation cannot be rendered. The impact to the patient was the revision. Per communications, the surgeon does not believe the devices were defective. Should additional medical information be provided, this complaint will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.